Manufacturer narrative:
The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump was priming the infusion set tubing during the load step. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/08/2017 with the following findings: a review of the pump¿s black box showed evidence that the user was experiencing an occlusion due to an unidentified high force during prime operation. The black box showed no evidence of a load step malfunction. During testing, the pump successfully completed the rewind, load cartridge, and prime steps no load step malfunction occurring. The pump was exercised for 24 hours with no loss of prime occurring. The force sensor calibration was found to be within required specification. The pump performed within required specifications. Unrelated to the complaint, investigation revealed that the display was dim and discolored.